Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the majority of the stent struts were bunched, flared, and bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. While unpacking a 24x3.50 omega¿ stent for use, the physician encountered resistance when he was trying to pull the device out of the plastic. When the physician eventually got the device out, the physician could see on closer inspection that the stent had crimped up a bit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that stent damage occurred. While unpacking a 24x3.50 omega¿ stent for use, the physician encountered resistance when he was trying to pull the device out of the plastic. When the physician eventually got the device out, the physician could see on closer inspection that the stent had crimped up a bit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.